Event description:
It was reported that, during a bha, when a surgeon was impacting a v40 head with reported impactor, he noticed some kind of powder on the v40 head. He thought the powder occurred from the impactor (plastic part) or bone cement powder. A nurse prepared bone cement for eon stem near the impactor. Therefore, he rinsed it with saline and impacted the head again.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The event was confirmed. Visual inspection of the returned device confirmed the plastic impactor head subcomponent was discolored. The piece was a white-gray color instead of the original black color. A consult with the material analysis team determined the discoloration was consistent with exposure to heat and cleaning processes over an extended period of time. The discoloration is not related to any degradation of the plastic material and does not represent a failure of the component.

Event description:
It was reported that, during a bha, when a surgeon was impacting a v40 head with reported impactor, he noticed some kind of powder on the v40 head. He thought the powder occurred from the impactor (plastic part) or bone cement powder. A nurse prepared bone cement for eon stem near the impactor. Therefore, he rinsed it with saline and impacted the head again.